Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a kinked stylet is confirmed and was determined to be use related. One ECG stylet with t-lock assembly was returned for evaluation. An initial visual observation showed blood residue on the returned sample. Three kinks were observed in the polyimide section of the catheter approximately 2.7 cm, 5.5 cm, and 6.3 cm proximal to the distal tip. A bend was observed in the stylet approximately 19.3 cm distal to the yellow handle; the t-lock assembly was positioned just distal to this bend in the stylet. A microscopic observation revealed no damage in the polyimide tubing. The distal tip was observed to be present and undamaged. The location and observed features of the kinks in the stylet, as well as the description of the event, suggest the stylet was bent during handling, insertion, or manipulation. The product IFU states: ¿pre-flush all lumens of the catheter with sterile normal saline to wet hydrophilic stylet¿ and ¿do not entirely remove the stylet from the catheter.¿

Event description:
It was reported PICC placement appeared to be smooth and uneventful. Upon retraction of the 3cg stylet, the clinician and bd clinical specialist saw three kinks in the stylet tip. It was stated that one kink nearly sheared. It was reported that there was no patient harm. Additional information rec'd stated: "stylet wire inspection prior to placement in patient was intact. Upon threading with no resistance sherlock stopped tracking stylet and had to depend on 3cg. Removed stylet and recalibrated x3 with no success. No resistance met at any time. Once line was confirmed 3cg stylet was removed and noticeable kinks [were] seen in stylet. No harm to patient."

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recs2535 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported PICC placement appeared to be smooth and uneventful. Upon retraction of the 3cg stylet, the clinician and bd clinical specialist saw three kinks in the stylet tip. It was stated that one kink nearly sheared. It was reported that there was no patient harm. Additional information rec'd stated: "stylet wire inspection prior to placement in patient was intact. Upon threading with no resistance sherlock stopped tracking stylet and had to depend on 3cg. Removed stylet and recalibrated x3 with no success. No resistance met at any time. Once line was confirmed 3cg stylet was removed and noticeable kinks [were] seen in stylet. No harm to patient."